Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient had not used or charged her ipg in approximately a year. As a result, the ipg was inoperable. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the ipg was explanted and replaced. The patient reported effective stimulation coverage postoperative. This report was originally submitted on (B)(6) 2015 under MFR report # 1627487-2015-1627597. The filing is hereby resubmitted to reflect the appropriate MFR report number